Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was dim and discolored. This report is made based on the results of evaluation on 03/24/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/24/2015 with the following findings: the pump display screen was observed to be dim and discolored with a red hue. Unrelated to the display issue, during testing, the time and date were found to be resetting to factory default with battery removal and the internal clock battery was observed to be leaking. When a new battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.